Event description:
On 8/1/96, the account obtained erratic digoxin ii results when an initial sample result was 0.0 ng/ml and the rerun result was 0.4 ng/ml, which was reported. The result was questioned and the pt's blood was redrawn. The first result for the second sample was 0.0 ng/ml. When respun and run in a sample cup, the result for the second sample was 1.4 ng/ml, which was reported. The following day the account ran the initial sample and obtained a result of 1.5 ng/ml. No report of injury.

Manufacturer narrative:
Investigation summary: the event rep. Is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by co into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, co has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.